Manufacturer narrative:
Device evaluation: tamper seals are both broken. The top case was chipped and cracked. The bottom case was damaged. There was nothing in alarm history pertaining to customer stated problem. Power up process. Could not repeat customer stated problem during inspection and testing. No problem found pertaining to customer stated issue. Performed pm on pump along with function and delivery tests. Replaced cracked bottom case. Replaced damaged bottom case. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Performed power up process and performed all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarmed clogged syringe. No patient injury reported.